Event description:
It was reported that a lead integrity alert (lia) triggered due to non hemodynamic noise, sensing integrity counter (sic), and high rate non-sustained episodes on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.